Event description:
It was reported there was elevated sensing integrity counter (sic) and a lead integrity alert (lia) triggered due to noise. Additional information obtained reported a device interrogation was performed approximately six weeks later and the noise had resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.